Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that in the morning of this report, her daughter noticed tubing detachment from the quick release that happened while sleeping. The tubing was not pulled or tugged, it just came out. The site location was patient's buttocks and the pump was on the side of her pants. The infusion had been in use for one day. The patient's mother stated that her daughter only slept on her one side. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.